Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The complaint is classified as a reportable due to the following conclusions: in late 2008, the pt/layperson's onetouch ultra meter reportedly would not turn on while on a cruise. The pt did not have the correct battery to install. The next day, the pt allegedly experienced blurred vision, shaking and sweating,-symptoms that meet the criteria of serious injury, and self treated with candy. The pt continued taking her insulin despite being unable to test. The cca, unable to resolve the issue due to the wrong battery, replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.